Event description:
It was reported that during an embolization treatment procedure a coil detached prematurely. The target lesion was located in the internal iliac artery. The 6mm x 20cm idc interlock 18 2d coils was advanced into unknown size of renegade microcatheter. The physician determined that the size of the coil would not match the lesion and decided to withdraw the coil. During withdrawal, the coil arms were detached into the microcatheter. The physician didn't apply any force or rotation on the coil. The coil and the microcatheter were removed together and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).